Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer that they were getting unexpected lows when they started using their new shipment of reservoir and infusion sets. The customer¿s blood glucose level was 55 mg/dl at the time of the incident. The customer tried using their old stock and did not have the same problem. Troubleshooting was not completed. The reservoir and infusion set will be and other device will not be returned for analysis.